Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ disable. There was no patient involvement.

Event description:
The customer reported that the heartstart xl+ had a therapy disabled message due to a failed test. There was no patient involvement.

Event description:
The customer reported that the heartstart xl+ had a therapy disabled message due to a failed test. There was no negative patient impact.